Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, as the surgeon was compressing the screw to the plate, the head of the screw snapped off while still in the driver. This was the last implant for the procedure; therefore, the remaining portion of the screw was left in the patient. There were no adverse patient consequences. This report is related to report number 3025141-2022-00380 and 3025141-2022-00381 for the other devices involved in this event.